Manufacturer narrative:
Method: visual inspection, device history review, complaint history review; risk assessment; result: the reported event was confirmed via email correspondence with the sales rep and device inspection of the returned product. The inner prongs of the instrument were confirmed to be fractured upon visual inspection. No manufacturing related issues were found upon product history review. Conclusion: based on the information provided, the possible root cause of the reported event is due to normal wear and tear and improper handling (lack of lubrication)

Event description:
It was reported that; while using the shavers in the disc space, the inner tabs on blue t handle broke on both t handles in the reliance lite instruments set

Event description:
It was reported that; while using the shavers in the disc space, the inner tabs on blue t handle broke on both t handles in the reliance lite instruments set